Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with unspecified damage. This condition was found in the medicine b area. It is unknown when this event occurred. Patient involvement is unknown, therefore it is unknown if there was patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "damage" was confirmed as failure code 27 during product evaluation. The assignable cause was definitively identified as a dirty sensor and contacts in the slide clamp detection circuitry. The slide clamp sensor and contacts were cleaned to resolve the reported problem.